Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged during the implant procedure. The lead was repositioned back into the atrium and remains in use. No patient complications have been reported as a result of this event.